Event description:
The customer reported to olympus, the camera head cable was cut off from the receptacle connector side, found exposure of the internal metal and wire. The issue was found during procedure, and the intended procedure was therapeutic. There were no reports of patient harm.

Manufacturer narrative:
E1 - (B)(6). To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. Follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned to olympus for evaluation , however photo of the device where provided by the user and it was determined the camera head cable is cut off from the receptacle connector side, found exposure of the internal metal and wire . Device history record (DHR) review: a DHR was reviewed and no issues that could have caused or contributed to the reported issue were found. Instructions for use (IFU): - never reprocess, or store this camera head with sharp-tipped instruments (tweezers, forceps, knives). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. The cause of the reported phenomenon could not be established as device was not returned for evaluation. Olympus will continue to monitor the field performance of this device. A supplemental report will be submitted when relevant additional information becomes available and or received.

Event description:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation.